Manufacturer narrative:
Follow-up #1 date of submission 06/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2012 with the following findings: a review of the black box showed no evidence of the pump running with the year 2001. The black box does show the year was set to 2013. A review of the black box indicated a manual time and date change from (B)(6) 2013 at 09:26am to (B)(6) 2012 at 09:28am. The pump was exercised for 24 hours with no time or date issues occurring. Two boluses were performed during testing and both were recorded in the pump history with the correct time and date. The pump was paired with a test meter and the meter correctly displayed all the pump settings. A bolus was programmed from the meter and was successfully completed and accurately recorded in the pump history. The complaint could not be confirmed or duplicated during investigation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not hold the correct date. The patient noted she programmed the pump with the correct date and time, but noted the date did not remain correct, it changed to "2001". There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.